Event description:
The implantable neurostimulator (ins) eroded through the pt. The health care professional performed 3 revisions and each time placed the ins in a different location; each time the pt developed necrotic tissue. The pt was found to be allergic to some of the materials that the device was made of. The devices were then explanted. The pt recovered without sequela.

Manufacturer narrative:
.